Event description:
This pi is for the patient's left hip. Patient reports pain and high levels of metal ions in her blood.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.